Event description:
It was reported that patient underwent custom total knee replacement on (B)(6), 2012. Subsequently, patient complained of a rotation issue and the surgeon suspected that a custom implant had rotated. During a follow-up procedure on (B)(6), 2012, the surgeon found that the tapers of the implants were engaged, and there was no evidence that they had disengaged. No components were removed or replaced during the procedure.

Manufacturer narrative:
Device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent custom total knee replacement on (B)(6) 2012. Subsequently, patient complained of a rotation issue and the surgeon suspected that a custom implant had rotated. During a follow-up procedure on (B)(6) 2012, the surgeon found that the tapers of the implants were engaged, and there was no evidence that they had disengaged. No components were removed or replaced during the procedure.

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.